Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of very bad general state, diarrhea, cloudy effluent, abscess and death in a patient coincident with dianeal therapy. On an unreported date, the patient began treatment with dianeal pd4 1.36% intraperitoneally (ip) for peritoneal dialysis (pd). It was unknown if pd therapy was ongoing at the time of death. On an unreported date, the patient was admitted to the hospital in a very bad general state with diarrhea and cloudy (murky) effluent. Diagnostic and treatment information was not provided. On an unreported date, abscesses were surgically removed as well as the catheter. After surgery, on an unreported date, the patient died. The patient's son initially reported the cause of death as sepsis heart arrest, but this was not confirmed by the nurse. According to the nurse, the cause of death was unknown. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). This complaint for a patient reaction - no malfunction or use error is not confirmed. The lot number was not given so a batch review could not be performed. No sample was returned to baxter for evaluation and there was no report of use error by the patient. The assignable cause could not be determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.